Event description:
Report received from france states: "the cutter stopped during surgery. The pack was changed and everything went without further problems. No consequences for the patient."

Manufacturer narrative:
One 23 gauge cutter was not returned in the original packaging. The needle was bent approximately 180 degrees. The user had incorrectly attached the extension handle to the back of the cutter, it was crooked and not aligned correctly with the vent hole on the side of the cutter body. The port window was in the open position. There was dried solution in the tubing. Functional testing could not be performed due to the bend needle and therefore, the cutting problem could not be verified. Sterilization and lot history records were reviewed and no exceptions were found.